Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2011 plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the following: after his surgery, pt began suffering from sharp pains in his thigh and hips. Pt has suffered harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and consistent and continual pain and suffering.